Event description:
Patient (who is nurse) reported obtaining a blood glucose result of 200 mg/dl, while using the suspect device. Five minutes later, patient's blood glucose was reportedly retested, on a hospital device, with a result of 105 mg/dl. No patient injury was reported and no treatment was received. Quality control testing had not been performed on the suspect device. Technical support requested the return of the suspect product and replacement product was shipped.